Event description:
A caller reported a malfunction alarm with their tandem pump, specifically malfunction code 12. The pump did not cause the customer's blood glucose level to exceed 500 mg/dl, confirming there was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, though the caller was initially unable to perform the reset. After follow-up, it was confirmed that the malfunction code did not recur, and the customer was able to continue using the pump.